Event description:
Customer reported he was hospitalized due a vertebrate ruptured in his neck. Customer's blood glucose was over 300 mg/dl at time of admission. Customer stated he was taken off the device and his blood glucose was high. Customer stated he was not hospitalized due to diabetes related issues or insulin pump issues. Customer stated the doctor had to put him back on the device to control his blood glucose level. Customer stated the device was dead when he received the device but he inserted a new battery and it went back on. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 2032227-2014-26576.